Event description:
It was reported that a caregiver requested return of an ilet system and supplies due to concerns about the patient ¿going low,¿ while also indicating the patient had not used or been trained on the device and that the ilet was being used as a backup. Symptoms included hypoglycemia. Outcomes included no reported medical treatment, hospitalization, or emergency care. Investigation included internal review of the complaint history and coordination with field and clinical teams. Investigation of this case revealed conflicting use information and no evidence of device malfunction or alarms, with the event characterization remaining cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable due to insufficient corroborating information.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.